Event description:
The lay user/pt called lifescan (lfs) in 2006 and alleged that her meter was not powering on. The medical affairs specialist spoke to the pt 2 days later and obtained and verified the following info. The pt called lifescan, as she had purchased a new meter from the pharmacy and wanted to register the new meter. While speaking with the lfs rep, she mentioned that she was previously using a lfs brand meter. She explained that she had been unable to test on her meter due to the power issue; however, she could not state how long she was unable to test prior to going to the hosp. She replaced the battery for the meter, but the issue was not resolved. She began experiencing symptoms of sweating, vomiting, and frequent urination ( it is not known when her symptoms started in relation to the hosp visit). She continued to take her regular dose of lantus insulin, 70 units and novolog insulin, 60 units with each meal. She went to the emergency room in 2005 and was treated with IV insulin, not IV glucose, as originally documented. She was told that her blood glucose was high, but she does not recall the result. She was not admitted to the hosp; she was released after her blood glucose was at a normal range. This complaint is being reported, as the meter issue was not resolved with troubleshooting. The pt was unable to test her blood glucose. During that time, the pt went to the hosp and received treatment for hyperglycemia. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.